Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. While the customer was in the hospital, the customer received lower sensor scan results than readings from a healthcare professional's meter. It is unknown whether the customer noted a trend arrow on the device. As a result, the hcp decreased the insulin dosage. Despite this, the patient still had hypoglycemia, which required re-sugaring during the night. At one point, a blood glucose reading of 0.82 g/l was obtained while the hcp¿s meter capillary blood glucose was 2.34 g/l. The adc device also reported 0.81 g/l, whereas the capillary blood glucose reading was 2.21 g/l. When plotted on a parkes grid, fell into the "c" zone, showing the difference in values to be clinically significant. In response to recurrent hypoglycemia, the hcp further reduced the toujeo insulin dose to 12 units. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.